Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error: downstream occlusion. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of downstream occlusion error. The reported problem was verified in event log but was not duplicated with occlusion testing. Visual inspection found downstream occlusion (dso) seal with minor bubble. The probable cause is downstream occlusion (dso) sensor failure. Replaced dso sensor, seal, and bezel. Device passed visual and functional testing after repair.